Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection (1gm, once in 4 days, intraperitoneal and for 14 days), amikacin injection (125mg, once a day, intraperitoneal and for 14 days) and imipenem injection (250mg, twice a day, intravenous and for 14 days) for peritonitis. At the time of this report, the patient was recovered from the event but remained hospitalized at the time of this report. Pd therapy was ongoing. No additional information is available.